Manufacturer narrative:
This supplemental report is being submitted to provide corrected information and the results of the final investigation. Updated fields: b5, d4, d8, e3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. However; a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During procedure set up and device inspection for use, the clinician found that the camera head produced no image when connected to the processor. There was no patient involvement.